Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Device not returned.

Event description:
A medtronic representative reported that during a spinal fusion procedure the tip of the passive planar sharp was discovered to be bent. It was unknown if the instrument was bent while in use or during instrument verification. There was no delay or impact to the outcome of the patient.

Manufacturer narrative:
The suspect probe was returned to the manufacturer for evaluation. The probe found that the arm of the array was bent. A high geometry error was found due to the bent support arm for the marker. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.